Event description:
Additional information was received confirming the event was found during routine preventive maintenance.

Event description:
It was reported that the warmer display worked intermittently. No report of patient involvement.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a cracked tank cover and damaged display. The reported issue was confirmed during functional testing when the display would not activate. The issue was traced to impact damage found on the display. The investigation attributed the root cause of this condition to user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has been in for service on (B)(4) 2022, but no related issues were found during this service. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.